Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. No sample was returned to the manufacturing site; however, one photograph was provided by the costumer. According to evidence found on the returned photograph a damaged bag was received by the customer. The root cause was found related to the manufacturing/production process, specifically the sealing machine. Corrective action was taken to replace the sealing machine. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: during priming, the unit presented a nutrition leak at the bottom.